Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse found the waste filter wet and removed. The fse then ran a 50 point accutni precision testing using wash buffer (wb) ii which passed. Then the fse ran a high sensitivity (hs) system check which passed. The fse verified the repairs per established procedures and results met published performance specifications. A definitive root cause could not be determined for this event. This is a single event involving two pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.